Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the atrial lead exhibited noise since (B)(6) 2016 leading to auto mode switch episodes. Atrial noise was detected as atrial fibrillation. Noise was reproducible with isometric testing. No intervention was performed, and the patient will continue to be monitored.